Manufacturer narrative:
Device eval anticipated, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, a pt was implanted with a gore propaten vascular graft in an a-v access procedure. The graft was implanted in the left forearm from the radial artery to the basilic vein then changed to the cephalic vein. Systemic heparin was not used during the procedure. Upon completion of the proximal anastomosis of the radial artery, there was no blood flow. A declot procedure was performed and the blood flow was established. Upon completion of the distal anastomosis of the basilic vein, a doppler ultrasound revealed diminished blood flow. The physician re-opened the antecubital incision, performed another declot and changed the venous anatomosis and moved it laterally to the cephalic vein without having to remove or re-tunnel the graft. This resulted in improved blood flow. The procedure time from the initial incision was approximately 2 hrs. It was reported that the graft clotted a few hours post implantation. The pt was returned to the operating room for emergency surgery. The graft was revised, a thrombectomy was performed, a radial-cephalic fistula was created and the gore propaten vascular graft was explanted.